Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds with intermittent loss of capture. Surgical intervention was performed to revise the lead however, the patient's vein was occluded. The physician decided to implant a leadless pacemaker for backup. At this time, the lead remains in service. No additional adverse patient effects were reported.